Event description:
Lead was explanted due to dislodgement. A revision was performed on 2/24 to attempt to fix the dislodgement, but it ultimately had to be explanted for the same reason. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.